Event description:
During knee arthroscopy procedure small chips of silver were detected in the joint. Per (B)(6),"yes the doctor managed to remove most of it." The incident was reported by the scrub nurse who followed procedure. I followed up with the surgeon. He commented about the shedding still in joint after flushing the joint. He is happy that there is no risk towards the patient.

Manufacturer narrative:
The device has not been received for evaluation.(B)(4)